Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to the customer: "a patient was receiving a blood transfusion, 30 minute observations completed throughout, when finished, nursing staff noted a large volume of blood not transfused. Checked drug programme and giving set, no faults noted. During the transfusion no issues were noted with pump, the pump was charged throughout the transfusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and a technical seal (353-01-001) on the lower housing were intact and undamaged. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 a date of the incident is available ((B)(6) 2022). The infusion on this date was investigated. At 18:30 p.m. A space line was inserted. One minute later the volume was set to 315 ml and the time was set to 3:30 hours. A few seconds later the infusion was started. At 22:08 p.m. The infusion was stopped by reach the set volume of 315ml. Between 18:30 p.m. And 22:08 p.m. There was one "pressure alarm" and one "upstream alarm". The reason for those alarms could not clarified. The history files don't show any anomalies. 2.4 2.4 for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,392 bar, should be: 0,1-0,7 bar. Pressure stage 5: is: 0,646 bar, should be: 0,4-1,0 bar. Pressure stage 9: is: 0,975 bar, should be: 0,8-1,4 bar. The mechanical pressure cut-off was checked: pmax: is: 2,180 bar, should be: 1,8-2,5 bar. Pmin: is: 1,804 bar, should be: >1,5 bar. Safety clamp was checked: pmin: is: 1,994 bar, should be: >1,0 bar. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of 0,88%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification.